Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00280 on 19-dec-2023. Additional information (29-dec-2023): siemens further evaluated the event and concluded the horizontal belt, horizontal motor, and probe potentially contributed to the falsely depressed carbon dioxide (co2) result. A siemens customer service engineer (cse) replaced the horizontal belt, horizontal motor, and probe. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control (qc) was in range on the day of testing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse moved the co2 to server 2 and checked the belts, titrated reaction probe 5 (r5) and sample probe 3 (s3) arms, aligned both probes, and performed a bottom-of-cuvette test. The cse noticed that the r5 probe was not down, causing inadequate contact at the cuvette's bottom, and adjusted the r5 probe down. Subsequently, the cse moved back co2 to server 3 and ran qc which recovered acceptably. The cse ran 10 co2 assays on a patient tube and results recovered with good precision. The cause of the falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.